Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. The recipient presented with pain. The electrode is visible in the ear canal under otoscopic evaluation. On (B)(6) 2020 the recipient underwent repositioning surgery. No signs of infection were noted. No further medical intervention was required.